Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. Customer received a no delivery alarm after a manual prime. Advised to keep monitoring the insulin pump and call back if any issues occur. The device will be returned for analysis.